Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lavh (event occurred before use). Event description: the trocar was opened to the sterile field. As the obturator was placed into the cannula, a plastic clip on the side of the seal detached. This is one of two clips that lock the seal housing in place on the cannula. The trocar was opened in a normal manner. It was not "flipped" onto the table. No clinical impact to the patient as a result of the event. The unit was never passed to the surgeon for use. Additional information provided by applied medical representative on 02may2025: the color of the piece was clear. No internal seal components were removed or cut to inspect the damaged component. The entire seal housing and the cap did not detach. The tabs were not being pinched at the time of breakage. I was there when it was opened to the back table. The tech took the trocar, and when she went to assemble it (put the obturator in the canula) a clear piece of plastic fell off of the canula. Upon inspection it was one of the clips that clip the cannula onto the seal housing. The broken piece and the trocar have been shipped back to you. Intervention: opened another ctf73 and continued the case. Patient status: no patient status provided, event occurred before use.

Event description:
Procedure performed: lavh (event occurred before use) event description: the trocar was opened to the sterile field. As the obturator was placed into the cannula, a plastic clip on the side of the seal detached. This is one of two clips that lock the seal housing in place on the cannula. The trocar was opened in a normal manner. It was not "flipped" onto the table. No clinical impact to the patient as a result of the event. The unit was never passed to the surgeon for use. Additional information provided by applied medical representative on 02may2025: the color of the piece was clear. No internal seal components were removed or cut to inspect the damaged component. The entire seal housing and the cap did not detach. The tabs were not being pinched at the time of breakage. I was there when it was opened to the back table. The tech took the trocar, and when she went to assemble it (put the obturator in the canula) a clear piece of plastic fell off of the canula. Upon inspection it was one of the clips that clip the cannula onto the seal housing. The broken piece and the trocar have been shipped back to you. Intervention: opened another ctf73 and continued the case. Patient status: no patient status provided, event occurred before use.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit; it is possible that the damage to the cannula wing tab occurred due to improper handling. However, the exact root cause of the broken cannula wing tab could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.